Manufacturer narrative:
The unit of measure used for the creatinine assay are umol/l. The field service engineer determined the cell rinse was too low. The rinse tube assembly was changed and the cell rinse levels were readjusted. The analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for creatinine on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. No units of measure were provided. It is not known which specific creatinine assay was used. Roche manufactures the following creatinine assays: crep2 creatinine plus ver.2 and crej2 creatinine jaffé gen.2. The sample initially resulted with a creatinine value of 279. The sample was repeated twice, resulting with values of 126 and 130. The creatinine reagent lot number and expiration date were requested, but not provided.